Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, during loading, a frame node overlap involving the fourth node was observed. An infold was noted. No patient complications were reported as a result of this event. Additional information was received that the folding reported was referring to the frame node overlap and there was not a separate infold observed. The misload was identified by fluoroscopic check. The misloaded system was not used for implant and a different system was used to complete the procedure. A procedure delay occurred as a result of the issue.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. A valve infold did not occur. There is no evidence to suggest the valve caused or contributed to a death, serious injury, or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, during loading, a frame node overlap involving the fourth node was observed. An infold was noted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012737811); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012750377); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.